Event description:
Complainant alleged that during biomed testing, the device's display blanked out and failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report of "display blanks out" was duplicated and attributed to a disconnected led backlight cable connection at a connector. The cable was reseated to resolve the report. The report of "fails self-test" was duplicated and attributed to a faulty pace/defib (pd) engine board. The board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.